Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the 2.0 x 12 mm mini trek balloon catheter, it was noted that there was too much air removed from the catheter (approximately 3ml), indicating a leak; therefore, the device was not used. The balloon was not soaked and was not removed from the coil. A new mini trek was used successfully with the same indeflator. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis indicated that the entire inner member was torn and slit proximal to the tip. The outer member was twisted 6.7cm distal to the guide wire exit notch. The balloon was tightly folded, indicating that it had not been inflated and used in a patient. Functional analysis of the returned unit noted bubbles in a 20 ml syringe when negative pressure was applied thus confirming the reported difficulty with prepping the device. A review of the complaint handling database indicated no similar complaints reported for this lot. A review of the electronic lot history record (elhr) for the reported lot revealed no associated nonconforming material records (ncmrs), indicating all lot release testing met acceptance specifications. Based on an expanded investigation and the physical appearance of the unit, it appears that the returned unit was intended to be used as a pyrogen (micro) sample and was inadvertently coiled by the manufacturing operator as a released unit. This event is believed to be an isolated incident (due to human error) and there is no indication that the larger population of product is affected by this issue. This type of reported event will continue to be monitored per local quality system procedures.